Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard winged bl 22ga x 1.0in the needle pierced the cover. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about the needle through the needle cover. The customer reported as follows: the hcp then discovered a mark suggesting that the needle tip was piercing through the needle cover.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 14-apr-2022. H6: investigation summary: our quality engineer inspected samples and photographs submitted for evaluation. Bd received two 22g x 1.00in. Insyte autoguard winged units from lot number 1130316. One of the units was returned with a needle cover (unit 1) and the other without one (unit 2). Additionally, four photos were provided for investigation. A gross visual inspection found that both the units had a bend in the needle at the notch at approximately a 90-degree angle. The needle cover returned with unit 1 had multiple scratch markings and a large indentation. The needle was not seen piercing the needle cover. The defect of bent needle was confirmed. Due to the force required to bend the needle to the extent seen on the returned units, it is unlikely that the defect was caused in the clinician environment. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. During manufacturing, this type of defect may be caused during the process of inserting the grip assembly into the cover. Due to alignment of the station or grip assembly being picked up at an angle, the needle can get caught up on the inside wall of the needle cover causing it to bend or form a hook. Inspection for a bent needle is performed for all lines using a 100% vision system. Vision inspection rejects units with a hooked needle (45 degrees and more bent). A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd insyte autoguard winged bl 22ga x 1.0in the needle pierced the cover. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about the needle through the needle cover. The customer reported as follows: the hcp then discovered a mark suggesting that the needle tip was piercing through the needle cover.